Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern that the cardiac resynchronization therapy pacemaker (crt-p) was not functioning correctly because the patient's heart rate was lower than they expected. The crt-p remains in use. No further patient complications have been re ported as a result of this event.